Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis on (B)(6) 2015. Customer stated that it might have been caused by the insulin. She stated she picked up some samples from her doctor's office; her blood glucose started rising and she treated with that insulin but it would not go down so she drove herself to the hospital. She experienced nausea, vomiting and frequent urination. Blood glucose at the time of the incident was 517 mg/dl; value at the time of admission was over 600 mg/dl. She was in the intensive care unit for 4 days and was treated with insulin drip. Blood glucose at the time of the call was 128 mg/dl. The insulin pump was not replaced.